Event description:
It was reported that, during set up for a navio-assisted surgery, an error message saying "camera infrared lamp is not working properly. This may result in a limited field of view" was displayed. Therefore, they changed the procedure to manual instrumentation, and it was completed without any delay. The patient was not harmed.

Manufacturer narrative:
H10: internal complaint reference (B)(4). Section: h3, h6: the ndi camera polaris spectra, part number pfsr200027, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. Nothing was identified visually that contributed to the reported problem. A functional evaluation was completed. The reported problem was confirmed. The camera was connected to a navio system and a case created. The camera infrared failure error displayed. A log file assessment was completed. The reported problem was confirmed. There are numerous illuminator faults present. A complaint history review for similar reported/confirmed complaints has identified prior events. This failure mode is identified in the navio risk profile. The navio user's manual provides instruction for camera setup, operation and troubleshooting. The most likely cause of this event is electrical component failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.